Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported valves leaking during a procedure. The procedure and the patient impact details are not provided. Additional information received from the company representative who indicated the procedure was for vitreous hemorrhage. The procedure was completed without product replacement. There was no patient harm.

Manufacturer narrative:
Three opened 27+ trocar assemblies in a small parts tray (smpt) within a zip top bag were received. The returned samples were visually inspected and were found to be non-conforming. Sample #1 had a torn slit with a triangular opening and samples #2 and #3 both had torn septum's with an open slit. Leak testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo and video provided were reviewed by the manufacturing site. The photo is of a pak label, the reported product and lot information is confirmed. The video consists of an eye surgery in progress, the reported complaint was confirmed. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).